Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The caller would continue using the current pump with an alternative insulin delivery method available,